Event description:
It was reported that the incubator had a malfunction and generated an audible and visible alarm. The 23 week old premature baby had to be transferred to another incubator. One day later the baby died.